Event description:
It was reported that there was a critical alarm due to motor stall which never recovered. The pump logs showed repetitive motor stalls. The last motor stall on the logs provided noted a motor stall on (B)(6) 2014 at 23:47 and a tube set on (B)(6) 2014 at 23:47. No electromagnetic interference (emi) sources as possible root cause could be identified. The issue was not resolved. This resulted in the planned explant of the pump and replacement. It was unknown if the patient experienced any symptoms. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to determine the resolution and patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the patient did not experience any symptoms as result of the event. The pump was explanted but the date was not known. The patient was now receiving effective therapy. The physician noted that the pump was lost after explant. The physician had ordered it to be returned to the office once sterile but the physician could not find it and it could not be found in the hospital. Should additional information be received a supplemental report will be filed.